Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-12: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 125-154mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bathroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/21/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).